Event description:
The customer reported, no image on monitor. They originally thought problem with ii power supply. There was no injury to the patients.

Manufacturer narrative:
The service rep arrived on site and determined unit is not making x-rays. Igbt snubber assy bad. He could not proceed with further testing until it was replaced. The rep ordered a snubber assy and found a loose screw rolling around inside collimator cover. Re-installed, replaced snubber assy, performed full generator calibration, completed calibration, tested unit. He replaced the ii power supply. Camera and ii need alignment. Biomed want to return original power supply to unit. Did not perform alignment. They will complete repairs at a later date.